Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional reported via a manufacturing representative that post-operatively the patient was having seizures. The patient had gone to the neurosurgeon with seizures. Patient was admitted with seizures about 1 week post implant of the new deep brain stimulation lead. It was unknown what had led to the event, cause could not be determined. No diagnostics were performed. A neurology consult was requested by the surgeon. No surgical intervention was done or planned. Seizures were subsequent to lead placement. The patient was alive with injury. Seizures had resolved via treatment with anti-convulsants. The patient's indication for use is parkinson's dual and movement disorders.